Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at work. The caller stated that the customer was out at a customer's home and passed in his work van. The caller stated that the customer was discovered one hour after passing. The cause of death was cardiovascular disease and enlarged heart. The caller state that the customer was scheduled to have a surgery for a herniated disc. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller stated that they no longer have the insulin pump because it was not returned to them after the autopsy. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.